Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(6) 2011. (B)(6). During testing, a cartridge loaded to 100 units was placed in the pump, after the load step the cartridge was at 95 units. During evaluation contamination was found in the force sensor assembly and the force sensor was found to be out of calibration. Unrelated to the complaint, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Event description:
During evaluation, the force sensor assembly was found to be damaged and the force sensor was found to be out of calibration. This report is made based on the results of evaluation.